Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist dialed into the server and ran the server downtime query and found no disconnected flag for cce. The specialist restarted the external messaging service and restarted the services. The health site viewer showed the device as down, and the customer was informed to check the device. The customer confirmed the issue and that messages were not crossing over for the device. No further issues were reported from the customer¿s end. The technical support specialist attached the knowledge article (hospital network / adt / oe or customer 3rd party software issue). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient information delayed down. Pyxis device not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.